Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrections: d8 and e3, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the facts obtained from the investigation, it is presumed that no image was displayed due to the faulty patient board set (circuit board/printed circuit board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device it was found that there was a damaged net spacer and there was no image due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii video system center to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image due to faulty patient board set. This report is being submitted for the event found during evaluation. There was no patient involvement.